Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00638, 1627487-2021-01300, 1627487-2021-01301. It was reported that the patient experienced ineffective stimulation. Imaging revealed one of the leads had migrated. In turn, surgical intervention was undertaken wherein all leads and anchors were explanted and replaced. During the procedure, it was discovered that one of the anchors was broken. Post-operatively, stimulation therapy was restored. It is unknown which lead migrated and which anchor was broken, therefore all applicable devices are being reported.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads had setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.